Manufacturer narrative:
Evaluation summary: (B)(4) led an evaluation of the returned device. The reported condition was confirmed. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken from the device. Functional testing of the reload could not be performed due to the noted damage. Visual and functional testing of the returned product confirmed the product, as received, did not meet release specifications. The reported condition was confirmed. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass procedure the device was loose when firing. Another device was opened and used. Procedure was completed without problems. There was no injury to the patient.